Event description:
The customer reported that a fully charged autopulse li-ion battery (sn (B)(4) would not power up any autopulse platform during shift check. The status leds of the battery showed four solid green lights before using it with the autopulse platform, indicating that the battery was fully charged. The customer stated that the autopulse platform powered on as intended using other li-ion batteries. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.